Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. The device evaluation revealed a large tear in the pneumatic hose assembly. It is unk how the hose damage occurred, but may be the result of mishandling. The hose assembly was replaced, and additional preventative maintenance was also performed. The drill was returned to the user facility.

Event description:
It was reported that during a surgical procedure, a hole was discovered in the hose portion of the pneumatic drill. There was no report of any oil leakage from the device. The procedure was completed successfully, without a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.